Event description:
It was reported that the patient experienced a loss of therapeutic effect, no stimulation sensation, and acute pain on the left side of her body following a surgical revision. The device was in a power-on-reset condition. Further information is being requested from the hcp.